Manufacturer narrative:
It was reported that the alarms are no longer working. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.

Event description:
It was reported that the bed alarms are not functioning properly.